Event description:
(B)(6) reported to our raqa department that the brake rings were damaged through transportation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the 5th firing, the jaws stuck onto the cystic artery and then was able to be released by squeezing and opening handle until the device released. There was no tissue damage. It was noticed after the event that the device showed empty. Another device was used to complete the procedure. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Orange indicator overtraveled the analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related to the event reported. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.